Manufacturer narrative:
Analysis found that the motor was stuck. The motor was completely dead and temperature test cannot be performed. Hi-pot test failed. Connector has a dent. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the motor was stuck and heated in less than a minute during preoperative testing. There was no patient involvement.